Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain and rupture. Explantation day: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 525cc mentor memorygel breast implant and experienced breast pain and a rupture on the right side post-operatively, which was confirmed via physical exam and pre-operative scan. As a result, the patient underwent explantation on (B)(6) 2022.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 525cc mentor memorygel breast implant and experienced breast pain and a rupture on the right side post-operatively, which was confirmed via physical exam and pre-operative scan. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain and rupture. Explantation day: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 28, 2022, mentor received additional information regarding the device date of explantation. The device date of explantation is (B)(6). 2022. Manufacturer¿s reference number: (B)(4).